Event description:
Patient representative reported left side rupture. Further reported was "malignant neoplasm of the unknown breast" which has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: increased amount of fluid collection.

Event description:
Further reported was "increased amount of fluid collection."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp and opening striated. Based on the device analysis the final assessment is: - one opening crease sharp in the side posterior assessed as fold flaw opening. -one opening striated in the side anterior assessed as surgical damage.

Event description:
Patient representative reported left side rupture. Further reported was "malignant neoplasm of the unknown breast" which has been deemed not related to the device. The device has been explanted.